Event description:
It was reported that during an unspecified treatment procedure, insertion difficulties occurred. The target lesion was located in an unspecified artery. Difficulty was noted while attempting to insert an unspecified guidewire into the insertion tool included with the advantage balloon catheter inflation device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not b returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).